Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a symphion tissue removal system resecting device was used in a hysteroscopic myomectomy procedure on (B)(6) 2015. According, to the complainant the pressure sensor fell off causing the resecting device to stop working.